Manufacturer narrative:
Initial.

Event description:
It was reported that while at a crowded concert the user experienced temporary dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet, after which glucose readings resumed without user intervention; troubleshooting and education were provided, including that crowd-related interference could recur. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no health impact. User support included technical review and user education regarding potential wireless interference in crowded environments. Investigation of this case revealed a transient communication interruption between the cgm transmitter and the ilet consistent with environmental radiofrequency interference, with the device resuming normal function without corrective action. It was concluded, based on previously established findings for similar reports, that the cause was environmental electromagnetic interference resulting in temporary loss of cgm-to-pump communication.